Event description:
It was reported that a patient with multiple colonic tumors underwent a da vinci-assisted colostomy closure. The patient experienced post-operative complications and ultimately expired. During the procedure, a green sureform 60 reload was used to staple the colostomy limb prior to creation of the anastomosis which was performed using a third-party eea stapler. A white sureform 60 reload was also used on an undetermined vessel during the procedure. The robotic procedure was completed successfully and there were no reported issues during the procedure. Indocyanine green (icg) dye was used intraoperatively to assess perfusion following the anastomosis, and no concerns were observed at that time. The patient was subsequently discharged home. Five days post-operatively, the patient developed signs and symptoms of sepsis. Upon readmission, the patient was diagnosed with an anastomotic leak, which necessitated reoperation. Despite surgical intervention, the patient expired the same day. The surgeon stated that the patient¿s anatomy was highly complex due to pre-existing conditions and the patient¿s critical preoperative status, including metastatic cancer, history of smoking, wheelchair dependence, and multiple significant comorbidities, making the patient a poor surgical candidate overall.

Manufacturer narrative:
A review of the intraoperative system log identified recoverable errors, including a mid-procedure system restart due to external arm collisions. This anastomosis is typically performed at the conclusion of colostomy closure with a third-party end-to-end anastomosis (eea) non-robotic stapler. The system recovered as intended, and the procedure was completed without additional device-related concerns. Although based on the available information, including the surgeon¿s assessment, there is no evidence that the system caused or contributed to the reported anastomotic leak or the patient's death. The surgeon stated the patient's outcome was related to overall poor health. The following instruments were used during the procedure: 30 deg endoscope, monopolar curved scissors, fenestrated grasper, cadiere forceps, fenestrated bipolar forceps, suction irrigator, vessel sealer extend, sureform 60 stapler. A site review was performed and no complaints were made against these instruments. Review of the stapler logs did not indicate any stapler-related errors and identified use of a sureform 60 stapler that fired 2 reloads successfully ¿ 1 green sureform60 reload followed by 1 white sureform 60 reload. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a colostomy takedown procedure where the anastomosis was created with an end-to-end anastomosis (eea) stapler. The eea is a 3rd party stapler and not an intuitive product. Although this patient had comorbidities that may have also contributed, this staple line leaked postoperatively which resulted in sepsis and subsequently led to the death of the procedure. Therefore, no intuitive surgical product or instrument contributed to this event. .